Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has been having problems with his sensor. He stated that it continuously asks him for a reading and then prompts him to disconnect. The customer said that he normally tests about 5-6 times a day and now it is about double that amount. His blood glucose at the time of the event was unknown but said that he has been running high and has been over 300 mg/dl. He said that his blood glucose has been between 300 mg/dl and 400 mg/dl. The customer said that the doctor adjusted his settings so he declined troubleshooting the pump. The insulin pump will not be returning for analysis.